Manufacturer narrative:
Event date month and year valid. Section d information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial #(B)(4)) found that the cable assembly connector pins were broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the recharger was buzzing and warm to the touch, and the desktop charger had broken connector pins. The patient noticed they had no stimulation and that the recharger wouldn't charge. No further complications were reported or anticipated. Additional information was received from the consumer indicating that they had been unable to activate their stimulator, but upon receiving the new recharger they were able to charge their device and the issues were resolved. Per the patient all appeared to be in working order.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.